Manufacturer narrative:
Correction: the conclusion code does not apply to this event. The conclusion code also applies to both leads as well as the ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had met with a manufacturer representative at their healthcare provider's office and after tests were ran determined that their lead wire was broken. The manufacturer representative had "turned off" the broken lead and "turned up" their other lead which resulted in the patient receiving good coverage and that it was "better than nothing."

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3487a, lot# l55972, implanted: (B)(6) 1998, product type: lead; product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and from a manufacturer representative (rep). Information that has already been documented in this file was reported. The patient reported that after the rep had checked the leads and x-rays and determined the lead had broken, that they had cut the one lead off. The rep was contacted for clarification as to whether or not "cut the one lead off" was referring to a surgical procedure or just turning the lead off. The rep reported they could not recall any surgical intervention being performed to address this shocking issue and they could not confirm what had been done back in (B)(6) 2017 since they could not access their notes from that period of time. The rep stated they would contact the patient to confirm whether or not surgical intervention had taken place to address the broken lead and shocking and would provide that information once they get it. No further complications were reported or anticipated.

Event description:
Additional information was received from a consumer on 2016-12-21 reporting that the patient had found a health care professional (hcp) from the provided hcp listings who would take workman¿s comp (wc). The patient was injured in 1991 which was why wc was involved. It was reported that the hcp had reached out to the wc group and was still waiting for approval from them before they do any diagnostics or testing. It was therefore not yet determined if the leads had broken. The patient was still experiencing shocking with positional movement. The patient had been in a lot of pain for a couple of months now (since the (B)(6)2016). It was reported that the consumer was not 100% certain if the patient had fallen. The consumer was just thinking that a fall was a possibility due to the patient¿s leg weakness. Also, the consumer stated that the patient had incurred a brain injury from the event that involved wc which had affected the patient¿s memory. The consumer reported tha the brain injury and memory issues were not related to the device/therapy. The consumer reported that once wc approval was received, testing was started, and steps were taken to resolve the shocking and pain, the consumer stated that they would update patient services.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3487a, lot# l55972, implanted: (B)(6) 1998, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. The conclusion code applies to the ins. The conclusion code applies to both leads.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient was bring shocked when they moved a certain way. The caller stated that the patient thought one of the leads was broken because of this. The patient falls due to weakness in their left leg from a fasciotomy of both sides of the calf and hip which was reported to be unrelated to the implant. It was reported that the shocking start about a month or longer ago in 2016. The patient did not have a health care professional (hcp). Hcp listings were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.